Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and variable. It was noted beginning (B)(6) 2015, sic counts up to 50 and the pacing impedance spiked to 1349 ohms from 532 ohms and is variable beginning the week of (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead triggered high impedance alarms and an increased frequency of sensing integrity counter (sic) were observed, along with high rate non-sustained ventricular tachycardia (vt) episodes. It was noted the physician suggested a possible "problem with the device itself", along with a suspected lead fracture or lead connection issue. The device and rv lead were re-connected and remain in use. No patient complications have been reported as a result of this event.